Event description:
The device was being utilized for a tips procedure. Following use, the balloon became stuck upon attempted withdrawal through a 9 fr sheath. The balloon was successfully retrieved from the right atrium.